Event description:
It was reported that the customer had three reservoirs that leaked past both o-rings. The customer stated that the leak was noticed when the reservoir was being filled with insulin. The customer also stated that the reservoir was used for two days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.